Event description:
It was reported that during a surgery to put in a long gamma nail; there was a distal femur condylar plate in the patient. During the removal of a distal femur condylar plate, one of the 5.0 cannulated screws on the plate was stripped. In trying to remove the stripped screw, the surgeon used a contical extraction screw for 1.5mm and 2.0 mm cortex screws conical extraction screw for 1.5mm and 2.0mm cortex screws, but the tip of the extraction screw broke off when engaged to the screw. Surgeon was unable to remove the screw and plate. The items remain in the patient. Surgeon was able to pass the gamma nail below the screw. A 15 minuted delay was reported due to this event. The patient outcome was fine. This report is for an unknown 5.0mm cannulated screw. Report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.